Manufacturer narrative:
Batch review performed on 10-aug-2023: lot 2116944: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 weeks from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.